Event description:
It was reported that during a hip revision surgery, the screwdriver sheared off.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, then, it will be submitted in a supplemental report.